Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
During an in clinic follow-up, an infection was identified by a pocket erosion at the device pocket. The physician alleged that the infection was not related to the device or device implant procedure. The device was explanted to replaced to resolve the event and the patient was in stable condition.